Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-jan-09. It was reported that the patient was seen on 2017 (B)(6) for reprogramming; electrodes 0-7 remained intact and were in use. Electrodes 8-15 displayed only electrodes 8 and 9 as in tact while all of the remaining electrodes were oor. In result, the patient stated that she felt comfortable stimulation in both legs. The rep noted that since meeting with the patient, the patient was not seen at a prior visit. A pre-op impedance check was not able to be performed so the doctor stated that he would replace the implantable pulse generator (ipg) and if there were further stim issues, the leads would be replaced in the future. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that electrodes 0-7 all had good indicators, but on electrodes 8-15, about 4 out of 8 had the avoid indicator; all of the values were 40,000 ohms. This issue was discovered in the operating room during an implantable neurostimulator (ins) replacement. The rep stated that when she reprogrammed the patient, they were not able to adjust the intensity for programs 2 and 3 using the patient controller. During the call, the tablet displayed an alert that said electrodes 9-15 might be open or shorted and the patient could feel stim when increasing with the table on program 2. For troubleshooting, the rep decreased the stim to 0ma and then increased it to 1.4ma to where the out of regulation (oor) was triggered. In conclusion, the rep planned to meet with the managing physician to review that the leads are the problem and they were going to determine if the lead will be replaced or if they will have the p atient continue to use program 1 which was providing relief. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.